Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('focally fragmented and disrupted ffocally fragmented and disrupted fallopian tubes fallopian tubes with fragments of metal, consistent with essure coils') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 653902) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vulvovaginal pain ("vaginal pain"). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full) and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, pelvic pain, abdominal pain, menorrhagia, vaginal haemorrhage and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, device breakage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: patient received treatment for pain, bleeding diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: result: total bilateral occlusion. Pathology test - on (B)(6) 2017: diagnosis: 94 g uterus and cervix with bilateral fallopian tubes, vaginal hysterectomy and bilateral salpingectomy: cervix: no significant histological abnormalities. Endometrium: weakly proliferative endometrium. Myometrium: no significant histological abnormalities. Serosa: no significant histologic abnormalities. Right and left fallopian tubes: no significant histological abnormalities. Ultrasound scan - in (B)(6) 2016: normal with coils in place. Most recent follow-up information incorporated above includes: on 30-sep-2019: plaintiff fact sheet and mr received: lot no. Was added. New events - abnormal bleeding (vaginal), vaginal pain, device breakage were added. Severity of event vaginal pain and pelvic pain were updated as severe. Reporter's information, medical history, lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, menorrhagia and pelvic pain to be related to essure. The reporter commented: patient received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2010: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. On (B)(6) 2019: pfs received: previously reported event injury were updated to new events pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('focally fragmented and disrupted ffocally fragmented and disrupted fallopian tubesallopian tubes with fragments of metal, consistent with essure coils') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 653902) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: iud from 2005 to 2008. Concurrent conditions included uterine bleeding and obesity. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2009 to (B)(6) 2009 for contraception as well as bupropion hydrochloride (wellbutrin) since 2012, omeprazole since 2012 and ranitidine since 2012. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vulvovaginal pain ("vaginal pain"), urinary tract infection ("urinary tract infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes or skin conditions"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), irritable bowel syndrome ("ibs"), alopecia ("hair loss") and skin disorder ("rashes or skin conditions") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (full) and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, pelvic pain, abdominal pain, menorrhagia, vaginal haemorrhage, vulvovaginal pain, urinary tract infection, female sexual dysfunction, rash, bladder disorder, urinary tract disorder, migraine, nausea, tooth disorder, dysmenorrhoea, vaginal discharge, fatigue, weight increased, irritable bowel syndrome, alopecia and skin disorder outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, device breakage, dysmenorrhoea, fatigue, female sexual dysfunction, irritable bowel syndrome, menorrhagia, migraine, nausea, pelvic pain, rash, skin disorder, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: patient received treatment for pain, bleeding patient report after essure removal most, if not symptoms decreased. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: result: total bilateral occlusion. Pathology test - on (B)(6) 2017: diagnosis: 94 g uterus and cervix with bilateral fallopian tubes, vaginal hysterectomy and bilateral salpingectomy: cervix: no significant histological abnormalities. Endometrium: weakly proliferative endometrium. Myometrium: no significant histological abnormalities. Serosa: no significant histologic abnormalities. Right and left fallopian tubes: no significant histological abnormalities.. Ultrasound scan - in (B)(6) 2016: normal with coils in place. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-dec-2019: pfs received. New events were added: urinary tract infection, apareunia (inability to have sexual intercourse), rashes or skin conditions, bladder or urinary problems or changes, migraines / headaches, nausea, dental problems, dysmenorrhea (cramping), vaginal discharge, fatigue, weight gain, ib and hair loss. Onset date and severity of event abdominal pain was added. Reporter information, medical history, historical and concomitant drug were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('focally fragmented and disrupted ffocally fragmented and disrupted fallopian tubesallopian tubes with fragments of metal, consistent with essure coils') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 653902) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vulvovaginal pain ("vaginal pain"). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full) and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, pelvic pain, abdominal pain, menorrhagia, vaginal haemorrhage and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, device breakage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: patient received treatment for pain, bleeding . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: result: total bilateral occlusion. Pathology test - on (B)(6) 2017: diagnosis: 94 g uterus and cervix with bilateral fallopian tubes, vaginal hysterectomy and bilateral salpingectomy: cervix: no significant histological abnormalities. Endometrium: weakly proliferative endometrium. Myometrium: no significant histological abnormalities. Serosa: no significant histologic abnormalities. Right and left fallopian tubes: no significant histological abnormalities.. Ultrasound scan - in (B)(6) 2016: normal with coils in place. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-oct-2019: quality-safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.